Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Review of the data suggests the presence of gel or fibrin impacted the integrated multisensor technology (imt) dilution of the sample prior to processing through the imt. The cause of the discordant, falsely elevated na and cl results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was auto-repeated on the same instrument, resulting lower. The sample was also repeated on an alternate instrument, and results matched those of the auto-repeat. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.